Manufacturer narrative:
Device powered up properly after battery installation. No partial display or missing segments noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was programmed with a test guardian link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for two days while connected to the test sensor and plug. Device entered auto mode without calibration or enter blood glucose errors. The calibration reminder was initially set for one hour, turned off the calibration reminder and continued to monitor the pump. Device remained in auto mode, no excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing. No unexpected calibrate now or enter blood glucose errors noted. No partial display, missing segments, white light on the display, or display anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. The customer blood glucose level was 94 mg/dl. Customer stated white light showing at the top of the screen. Customer states the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.